Event description:
I am reporting symptoms of breast implant illness from silicone breast implants. Here are my symptoms: breast implants 2006, chronic breast pain from day one, worsen each year, now daily pain. Chronic nipple pain started 2016, swallowing issues started around 2010, got worse 2016. Pain everywhere for years. Breast pain, hip pain, leg pains, stomach pains, neck pains, back pains. Eye issues 2008/2009. Had lasik in 2009, 2016 eyes went bad again. Blurred vision. Eyes hurt all the time. Heart palpitations started within the year of implant, severe breast pains, severe nipple pains. In 2016 started feeling sick. More memory issues, brain fog, poor concentration, headaches, dizziness. Pain in chest/heart (feels like sharp stabbing pains around my heart). Pain in both breasts (shooting pains through both my breasts, burning and sharp). Shoulder blade pain (sharp pains in both shoulder blades). Shooting pains in arms, legs, shoulders, neck (sharp shooting pains in arms, legs, shoulders, neck). Burning in breast (all day burning feeling, feels like rubber bands snapping inside). Fatigue (always tired, even after a good night's sleep I am still so tired). Hair thinning (hair started to fall and shed about 6 years ago, now more thinner than ever). Brittle nails, cystic zits ( I get huge cystic zits on my face, my back, my chest). Fingers tingle (fingers and hands tingle, fall asleep all the time, hurt, itch). Hand rashes. Constant stomach pains (my stomach hurts no matter what I eat or drink, everything bloats me, causes gas pains, aches in left side, aches in right side, aches in lower and upper). Gas pains, constipation, sensitive to loud sounds (used to be able to fall asleep to music or the tv, now I need silence because even on the lowest sound setting, it hurts my ears). Lights (bright lights and sun hurt my eyes). Itchy everywhere (crazy itching all over but mostly my upper back, I scratch and bleed because the itch is so intense. Feels like bugs crawling on me. Breasts itching, rashes on breasts that come and go.